Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op check it was noticed that when atrial paced there appeared to be cross-talk on the ventricular sense channel resulting in inappropriate sensing. Reduction in atrial pacing was attempted by reducing the base rate and attempting to reduce outputs of the atrial stimulus to see if this would reduce crosstalk. Reduction in base rate helped reduce a-pacing, however the v cross talk still occured even with lower outputs on the odd occasion that atrial pacing was required. The issue was resolved with programming changes. The patient's condition was normal after the event.